Manufacturer narrative:
Batch review performed on 18 november 2024 lot 2012612: (B)(4) items manufactured and released on 15-mar-2021. Expiration date: 2026-feb-25. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Due to the lack of information, it is not possible to establish a certain event root cause, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery was performed about 3 years and 4 months after the primary surgery due to growing pain caused by iliopsoas impingement with the cup. Competitor's cup with double mobility liner implanted.